Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open distally. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular intracranial aneurysm. The aneurysm max diameter was 11mm; the neck diameter was 4.1mm. The distal landing zone was 3.47mm; the proximal landing zone was 4.4mm. Patient's vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). When less than 50% of the pipeline was deployed, the distal end failed to open. The pipeline was positioned in a bend. The pipeline was sheathed two or less times. No additional steps or other devices were used to open the pipeline. The pipeline was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The pipeline flex shield braid was returned outside the catheter. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex shield braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. However, one of the ends of pipeline flex shield braid appeared to be not opened due to damaged braid. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.